Event description:
On june 16, 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is missing segment on the display. This medical surveillance specialist contacted the patient to clarify information obtained during the initial phone call. The patient's diabetes is managed with self adjusting insulin. The patient takes a set amount of lantus insulin daily and adjusts his humalog insulin based on the sliding scale per the lfs meter readings. He tests his blood glucose 4 times per day. After the missing segment issue began on (B) (6) 2010 at 8 am, the patient reportedly was not able to obtain his blood glucose reading. The patient did not make any adjustments to his insulin regimen or food intake as a result of the product issue. He ate his breakfast as usual that morning. However, about noontime the patient allegedly did not eat anything because he was not able to obtain his blood glucose reading all morning. Subsequently, at 12 pm, the patient developed symptoms of "sweating and shaking." The paramedics arrived shortly after. A blood glucose reading of "49 mg/dl" was obtained on the emt meter. The patient was treated with a glucagon injection and IV glucose en route to the hospital. The patient's symptoms abated. At 1 pm, the patient was admitted into the hospital with an initial blood glucose reading of "111 mg/dl." The patient received IV treatment for 2 hours and was released at 3 pm when his blood glucose read "121 mg/dl." The patient insulin regimen was not change before or after the hospital incident. According to the troubleshooting performed with customer service, there was no evidence of product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia and received medical intervention 4 hours after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.